Manufacturer narrative:
Method: the sample has not yet been rec'd, but it's reported to be available for eval and investigation. Results: the sample will be evaluated when rec'd. Conclusions: a f/u report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: unk. Fill volume: not applicable. Flow rate: not applicable. Procedure: shoulder arthroscopy. Cathplace: right interscalene space. Pt informed the staff the catheter had split. It broke approx one inch from the insertion site. The pt was able to remove the catheter in its entirety. The pt was able to confidently say that the catheter was entirely removed because she had the black tip. The reported catheter was used with pump model cb004, lot number 0200732270. The reported has stated, they are not sure if this is an I-flow catheter.